Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported. No additional information was provided.

Event description:
The customer reported that the 7700 system would not produce x-rays. No pt injury was reported.